Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 2 weeks post-operative due to residual hyperopia. A higher diopter lens, same model, was implanted.

Manufacturer narrative:
Examination of the intraocular lens (iol) at the manufacturing site confirmed the diopter measured correct as labeled, 13.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
It was reported that the foot-switch on the 9800 system was broken. No patient injury was reported.

Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and is currently being analyzed at the manufacturing site. The initial implant was replaced with a 15.0 diopter same model iol. The device met all manufacturing specifications prior to release.